Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient called to report a right side "leak". Device remains implanted.

Manufacturer narrative:
Device evaluation:: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed rupture on the device. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Patient called to report a right side "leak". Later, healthcare professional reported "ruptured implant". Device has been explanted.

Event description:
Later, healthcare professional reported "ruptured implant". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.